Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that during the removal of the catheter, prior to discharge, the nurse noticed that after she pulled the hub back only about 2mm (1/16") of the catheter remained on the hub. The remaining 1 3/16" of the catheter remained within the patient. After an x-ray was obtained the radiologist reported that; "there is an IV catheter involving the soft tissues of the medial aspect of the right elbow." The catheter was removed by the general surgeon, resolving the reported event.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.